Event description:
Through follow-up, the surgeon provided the following additional information. The hyphema was characterized as grade iii (>1/2 anterior chamber vol.) Which mainly contributed to the iop increase according to the surgeon. An anterior chamber (ac) washout was performed approximately two (2) weeks post-op. According to the surgeon, the placement of the stent contributed to hyphema. The patient's current status was reported as ¿vision improving, the ac blood resolved and the pressure controlled". The patient remains on glaucoma drops.

Manufacturer narrative:
MFR# reference: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling was completed. Hyphema, elevated iop and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
As reported following a right eye cataract plus trabecular micro bypass stent system procedure, the patient presented on postop day one (1) with significant hyphema associated with elevated iop and hand motion vision. On postop day two (2), the patient¿s iop was controlled with glaucoma medications (drops and oral acetazolamide) and the surgeon planned an anterior chamber (ac) washout on postop day eight (8). Per report, the patient was on coumadin which was held five (5) days prior to the procedure. The surgeon conferred with glaukos medical monitor who reported the following. The surgeon noted that the initial procedure appeared to end well with the eye looking ¿good¿; however, on postop day one (1), the patient presented with significant blood clot. An ac washout was performed and the patient¿s iop and visual acuity improved with 3+ red blood cell count (rbc). Reportedly, the surgeon inquired if ones implantation technique could influence bleeding. The surgeon stated that during the procedure there was no issue with the first stent but noted that the ac was softer during implantation of the second stent; the second stent was implanted deeper and significant bleeding was observed. Strategies and techniques were discussed regarding prevention of intraoperative hemorrhage and post-operative hyphema. Additional treatment and patient monitoring options were discussed based on patient status. Additional information has been requested.